Event description:
Hamilton medical ag received the following event description from the partner: "the word biomed received from hospital staff is that during ventilation the vent showed the technical faults and could not be cleared. Had to remove patient from the vent and put them on another vent."

Manufacturer narrative:
Investigation is ongoing.